Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was caused by the patient circuit board/generator board. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the electrosurgical generator exhibited error e433 and the unit restarting due to a faulty generator board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.